Manufacturer narrative:
Additional narrative: correction: the manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device exceeded temperature specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that after surgery, during testing, it was observed that the quick coupling device got very hot. According to the report, the device burned the user's hand. The reporter stated that the user was testing the device on a piece of wood at the time of the event. The reporter stated that the burn was "a small first degree burn that did not require follow up from a physician". The burn was treated with a topical burn ointment and healed completely. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Manufacture date was unknown. The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.